Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) displayed maintenance required code #5. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
The aware date (g3) reported in the initial report was submitted incorrectly. The aware date should read: 06jan2023. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the iabp main board and run all test, the machine was working fine. The fse observed the unit for more than 1 hour and was working fine. The fse handed over the equipment to the customer in good working condition.